Event description:
According to the reporter, while suturing during a laparoscopic minimally invasive esophagectomy procedure, the suture needle was stuck in the patient's jaw and when attempting to remove it, the needle broke. The needle fell into the patient and was quickly retrieved using a grasper. No x-ray was required as all components were retrieved appropriately and quickly. The procedure was completed with a new device. The patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.